Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a patient staying in a hospital with a wound-vac on their sternum developed sores where the lifevest made contact with the wound. The patient is being cared for in the hospital by nurses who have tried loosening the shoulder straps of the garment to relieve the irritation. The patient stopped wearing the lifevest due to the irritation. Follow-up with the patient to determine the outcome of the irritation was diligently attempted but the patient could not be reached.